Manufacturer narrative:
Corrected the device code under the evaluation codes.

Event description:
It was reported that the lead pulled out of the epidural space. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Corrected data: explant date changed.

Event description:
It was previously reported that the device was explanted, it was later discovered that surgery did not occur and the device was not explanted that date. The device was explanted on (B)(6) 2019.